Event description:
Customer reported that she experienced high blood glucose of 523 mg/dl; treated with manual injection. Customer stated that when he filled the tubing the insulin kept dripping out. Customer was advised about the possibility of a vent blockage. Customer stated he would change out the infusion set and call back if issue continues. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.